Event description:
The patient was revised to address noise, malpositioning, and alval.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint: asr revision bi-lateral asr xl acetabular system (left); asr xl acetabular system (right); asr xl acetabular system (right) reason(s) for revision: component malalignment update from (B)(6) spreadsheet (B)(6) 2012: reason for revision, hip revised, surgeon asr revision right asr xl acetabular system reasons for revision: component malalignment, noise, alval/soft tissue reaction bilateral patient: see (B)(4) for left hip. Update received: 6th june 2013 - amended implant date: (B)(6) 2009. Update received: 20th february 2014 - filled mapped to mw fields, added (B)(6) reference number, marked as legal and amended implant date: (B)(6) 2007.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.